Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a burr became stuck in the lesion. Vascular access was gained via the right femoral artery. The 80-90% stenosed, eccentric 25 x 30mm de novo lesion was located in the non-tortuous and severely calcified proximal right coronary artery. The lesion was predilated resulting in 75% residual stenosis. A non-bsc stent was not able to cross the lesion. The physician advanced the 1.75mm rotalink burr and completed one ablation pass at 180,000, however the burr became stuck in the lesion. The physician gained secondary vascular access via the femoral approach with a second guide catheter and guide wire, and advanced 1.5mm, 2.0mm, and 3.0mm balloons in order to successfully retrieve the burr from the lesion. In the opinion of the physician, the cause of the burr becoming stuck was due to severe eccentric calcification. The procedure was completed with this device, and patient status was reported as stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(4).

Event description:
It was further reported: the patient suffered severe angina prior to the removal of the stuck burr. During the retrieval of the stuck burr some force was used to remove the burr resulting in an extensive dissection of the right coronary artery (rca) which was treated with implantation of four drug eluting stents.